Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable alarm was noted. It was also reported that the cassette was replaced, pump was restarted but it alarmed 1720 when turned back on. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
(B)(6).